Event description:
Patient's one touch basic meter had no power, which resulted in hospitalization. Meter had no power for approximately 2 weeks, so in the meantime patient took their set amount of insulin. Family member mentioned that when patient felt that their sugar was low they would treat themselves by eating food or drink a beverage. Family member in the meantime was supposed to get the pt a new meter; however, did not get a new one. Family member stated that they replaced the batteries on the meter and still would not power on. They also mentioned that while changing the batteries they noticed that the battery contacts were rusted. In 10/2002, during the evening patient had symptoms, which consisted of shakiness and blurry vision. Patient ate food or drank beverage and family member called the paramedics, because patient was still not feeling well. Paramedics arrived and tested patient's blood sugar on emt's meter and obtained a 14mg/dl. Emt's treated patient with oxygen and put pt on a ventilator and gave an IV and took pt to the hospital. Family member does not know what patient's blood sugar was in the hospital or what their sugar was before they were discharged from the hospital. Patient was discharged in 10/2002. The next day, family member called lfs to report the no power issue of the meter. Immediately after speaking to the lfs representative, family member took patient to the ER, because patient had symptoms of feeling cold and shaky. In the ER pt's blood sugar was 1200. Patient is currently in the hospital. Ccr was unable to resolve the issue and sent patient a new meter. Medical affairs sent patient a back up meter.